Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed a loss of prime associated with a low, non-zero force. During testing, the pump was powered on and immediately emitted a cs 064 call service alarm; further testing of the prime issue could not be completed due to the alarm. Unrelated to the complaint, the bolus button cover was observed to be missing, and corrosion was present among the internal components of the button. A leak test was performed and failed due to the missing bolus button cover. Additionally, the battery compartment was observed to be cracked. The pump case was removed and further evidence of moisture ingress was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.